Event description:
It was reported that the implant disengaged from the driver and fell during the transfer. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Concomitant device: dental implant: bost485, 3i t3 non-platform switched tapered implant 4 x 8.5mm, lot number: 2022011116. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: it was reported that the device was returned to manufacturer in error. It was not returned. The type of investigation record of 4109 was also reported in error. The type of investigation code 3221 should be changed to 213.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The unknown placement driver was not returned. Visual evaluation of the as returned implant identified signs of use. The reported event could not be verified since the exact details of event and condition of the product during the time of placement remain unknown and unverifiable. Based on the evaluation the driver malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown placement driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are customer error ¿ failure to transfer implant from sterile environment to patient in accordance with IFU (e.g., not in upright position, incorrect driver selection.) -- inadequate handling by clinician of staff. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device was not returned.

Event description:
No additional event information was received at the time of this report.